Manufacturer narrative:
Device passed displacement, sleep current measurement, and active current measurement tests; it failed self test. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. On the other hand, unexpected multi-color vertical lines showed up along the right edge of the lcd screen. After further review, there are signs of previous moisture presence on the back of the lcd screen, on the buzzer, and in the area below the lower right corner of the screen itself. Self test failed because the vibrator failed to vibrate when it was supposed to. The battery compartment is corroded as well as the battery board underneath it.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contact on the battery cap was not missing or damage or corroded. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.